Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-02724. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to remove sling due to vaginal pain and stress urinary incontinence and then mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems and bleeding. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02724. The same patient is represented in each medwatch.